Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the manufacturer¿s representative (rep) reported the cause of the lead break/impedance issue was due to the patient falling. It was unknown if any additional intervention was going to take place to replace the lead.

Event description:
Mdt rep stated patient is having lead revision today ((B)(6) 2024) and provider plans to replace all four leads.

Manufacturer narrative:
Continuation of d10: product ID b3301542 lot# unknown serial# (B)(6) product type lead product ID b3301 542m lot# unknown serial# (B)(6) product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead lot# unknown serial# implanted: explanted: product type lead product ID neu_unknown_lead lot# unknown serial# implanted: explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID:product ID: neu_unknown_lead, serial/lot #: unknown, ubd: 23-jun-2024, UDI#: ; product ID: neu_unknown_lead, serial/lot #: unknown, ubd: 23-jun-2024, UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient had a fall which resulted in a laceration over an extension wire. The manufacturing representative (rep) is awaiting to hear regarding an impedance check, therapeutic benefit, and if the wire is exposed. The issue has not been resolved at the time of this report. Additional information was received stating that the fall was not related to the device, therapy, and/or implant procedure. The fall caused the laceration. It is unknown if the issue has been resolved at this point. Caller reports patient fell about a week ago, cut his left side of his neck in the shower, was on antibiotic for 1 week and left side is well healed. Caller reports the left chest ins is working fine, but the right ins chest is not working. Caller reports patient is not getting efficiency or side effect from the stimulation. Ins is fully charged. Caller reports he has increased 1.5v and 1.6v, patient is programmed at 0.5v and 0.6v. Caller reports electrode impedance was performed at 3v and therapy impedance was performed at 0.5v and 0.6v. Caller reports electrode impedance shows high readings, but therapy impedance was normal with no current values. Troubleshooting included moving the patient's neck to the left, right and midline position, and electrode impedance was abnormal, high values. The impedance changes with different position changes. Movement impedance: they are getting high varies values at 3v to 0.7v: bipolar about 90% are abnormal and unipolar varies from 6-10k ohms and bipolar below 6k ohms. Additional information was received reporting the patient underwent exploratory surgery on monday on (B)(6) 2024 to determine which part of the system had the break in it. Upon checking impedances with lead isolation, the break was confirmed to be on the intracranial leads bilaterally. Nothing was explanted and patient will have surgery at a later date to replace the intracranial leads.